Event description:
Reporter stated that a patient capillary sample was tested, using the suspect device with a result of 413 mg/dl. Seventeen minutes later, an additional sample was obtained, from the same patient, and measured 168 mg/dl, in the facility's lab. Patient was not treated based on value obtained on the suspect device. Reporter noted that both precision and linearity tests have been performed, on the suspect device, with satisfactory results. Technical support requested the return of the suspect device, and replacement product was shipped.